Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 580 mg/dl. The customer did not mention any form of treatment for the high blood glucose. The customer did not want to troubleshoot the issue or to check for possible occlusions for a no delivery alarm that they received form the insulin pump. The product was not returned for analysis.